Event description:
Ileus. Info was received in 2004 from a physician regarding a pt who experienced ileus after receiving seprafilm. The pt was hospitalized due to abdominal pain in 2004. The pt underwent hysterosalpingectomy of their left fallopian tube immediately when it was determined that they had left hydrosalpinx torsion. 11 days later the pt was discharged from the hosp without any problems, but developed vomiting and diarrhea the next day. 2 days later, the pt required immediate hospitalization for post-operative ileus. They were treated with decompression with a nasal feeding tube, but the condition continued. 3 days later, the pt underwent surgery for relief of ileus, a mesenteric cyst was removed and the appendix was removed. The median incision at the lower abdomen from the previous operation was extended towards the head. There was only mild adhesions in the abdominal cavity. However, there were severe adhesions near the resected part of the fallopian tube and was thought to have caused the ileus. The adhesions were lysed, the mesenteric cyst at the ascending colon was removed and the appendectomy was done. The colon was anastomosed by hand. The abdominal cavity was washed with sodium chloride (3000 ml) and one sheet of seprafilm was attached under the abdominal incision. The first layer (peritoneum was sewn with vicryl thread, and the skin was sutured manually. It took about 2 hours for the whole operation. The pt lost about 144 g of blood without transfusion. 2 days later, the pt started taking water, 8 days later, they progressed to liquid food. 3 days later, the pt started on normal diet, however they vomited and was found to have a new onset of ileus. 3 days later, an ileus tube was placed without relief. 7 days later, the pt underwent re-operation for "relief of ileus". Severe adhesions were found under the median incision where the seprafilm had been placed. Biopsy revealed no foreign body reaction. The pt began to improve the following month and was discharged the following day. The reporter stated that it was uncertain whether this adhesion was related to seprafilm, however a clear transparent seprafilm-like thing was strongly adhered at the site. The relationship between the adverse event and serpafilm was considered to be probable, per the investigator.